Manufacturer narrative:
MFR received date: 20 aug 2019. Date of report received: 23 aug 2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the air flow rates remain close to zero on the pneumatics screen regardless of set point. The customer reported replacing the flow sensor and running performance verification testing successfully. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed air flow accuracy testing, measuring 8 liters per minute (lpm) when set to 10 lpm; and reading 100 lpm when set to 120 lpm. There was no patient involvement.